Event description:
It was reported that a user received a pairing failed alert when attempting to pair an ilet with a freestyle libre 3 plus sensor that had just been applied, after which the user rescanned the sensor and the ilet displayed a warmup time, indicating successful re-pairing. No adverse clinical symptoms reported. Outcomes included successful restoration of sensor pairing and continued system operation. User support included user education and guided troubleshooting over the phone. Investigation of this case revealed that the pairing failure resolved with a standard re-scan of the sensor, consistent with transient connectivity or initialization issues between the ilet and the freestyle libre 3 plus sensor. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or setup anomaly resolved by user action.

Manufacturer narrative:
Initial.